Manufacturer narrative:
The investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was implanted. According to the complainant, the shunt system/valve was unable to adjust. The shunt was removed and a new one was implanted. The patient symptoms improved significantly.